Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 (troponin-I, stat high sensitive) that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity) with 510k/PMA/bla number k191595. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results when compared to roche cobas e801 analyzer. The following data was provided: on (B)(6) 2025 at 9:58 am, sid (B)(6) (38-year-old male with no history of muscle-related issues): architect troponin-I result = 2090 pg/ml: repeat result at = 2206 pg/ml quality control (qc) was reviewed and was within acceptable ranges. The patient was sent to the emergency department at (B)(6) hospital and performed a troponin-t test on the roche cobas e801. The sample generated a troponin-t result of 32 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, and in-house testing of a retained kit of complaint lot 79395ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. A review of the device history record did not identify any nonconformances or deviations associated with lot 79395ud00 and the complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met, indicating lot 79395ud00 is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of architect stat high sensitive troponin-I reagent lot 79395ud00 was identified.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results when compared to roche cobas e801 analyzer. The following data was provided: on (B)(6) 2025 at 9:58 am, sid (B)(6) (38-year-old male with no history of muscle-related issues): architect troponin-I result = 2090 pg/ml; repeat result at = 2206 pg/ml. Quality control (qc) was reviewed and was within acceptable ranges. The patient was sent to the emergency department at (B)(6) hospital and performed a troponin-t test on the roche cobas e801. The sample generated a troponin-t result of 32 ng/l. There was no impact to patient management reported.